Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2020-11115. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having incredible tremors like they have never had before, starting two days ago. They think it is having the combination of the deep brain stimulation (dbs) and interstim implantable neurostimulator (ins) together. The patient has not been able to sleep and tried to adjust the dbs system. The tremors did not get better. The patient said their body always responds to medication but not doing much good. It is not normal to have tremors all day long. The tremors are very violent. They talked to their healthcare provider (hcp), who stated to adjust the stimulation, but they are not seeing any improvements. The patient thinks it is the bladder stimulator causing it due to the way they feel.